Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, lv pacing thresholds were high. The lv lead was repositioned slightly however capture thresholds remained high. The lv lead was removed and then re-implanted in a slightly different position, however thresholds were high again. The lv lead was left in position and remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.